Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during mitraclip procedure to treat heart failure in the mitral valve, nrg transseptal needle was selected for use. It has been mentioned that energization failure was noted. It was unclear whether the tip has passed through the septum so physician tried to puncture 4 times but no microbubbles were seen on the left atrium side. The radio frequency sound was heard. Hence, replaced the cable but still the same. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. No challenges on the patient's anatomy, tenting the septum was confirmed and the tip was lightly pre-shaped. No patient complication were reported. The device is expected to be returned for analysis.